Manufacturer narrative:
(B)(4). Nonconforming cartridge weld. The analysis results confirmed that the device was received with insufficient cartridge weld. No functional test could be performed with the device. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient, the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases bypasses the anvil resulting in unformed staples. The appropriate engineering personnel have been notified of this incident. No batch record review could be performed as no lot number was provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, after 4-5 staples were placed on the skin, the skin stapler did not work anymore. No proper staple formation was done. The surgeon had used another stapler, but it also worked only four firing times (instead of 35), after that it did not form the staples the right way. Another device was used to complete the procedure. There were no adverse consequences for the patient.